Event description:
Procedure type: low anterior resection, patient gender: male, patient age: mid 60's. According to the reporter: initially the pt was scheduled for a lap sigmoid procedure, but it was decided to do low anterior resection. The surgery was converted to open procedure, due to the location of the location of the anastomosis. After applying the surgical stapler the anastomosis showed no leaks during the air test. A few weeks post-operatively, the patient was brought to the ER for abdominal pain, and then transferred to the or where a stool leak was found. The anastomosis was repaired, but the pt coded intra-operatively, and later that evening the pt expired. No further info regarding this event has been obtained thus far.

Manufacturer narrative:
Two devices were reported as being used during the initial procedure. Unfortunately, the reporter was unable to identify which of the two identified devices may have caused the reported event. Device catalog number: egiaunivxl, device name: endo gia universal xl, lot number: unknown.